Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet rec'd them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/patient contacted lifescan in 2007, and alleged that her one touch ultra meter was giving an error message (patient did not recall what the error message was). The medical affairs specialist was unable to reach the pt after several attempts via phone. A letter was sent to the address provided. The pt did not recall exactly when the reported issue began, but stated that it was a few weeks back at 5:00 am. She also reported that about 2-3 weeks ago, she went to the ER and was admitted overnight for hypoglycemia. She did not know what treatment she rec'd. There is no further info provided regarding the events preceding the ER visit or the hosp admission. It is not clear if the hosp admission occurred before or after the alleged issue began. At the time of troubleshooting, it was verified that this was not a new product and there was no meter trauma. This complaint is being reported because the pt alleged that she was admitted to the hosp for hypoglycemia and reported an error message on the meter (unknown what the error message was). Replacement products were sent to the lay user/patient.